Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. The breaths log shows several occasions where the device reduced or stopped ventilating. The alarms log during this event shows multiple patient disconnect 2100, airway pressure high 2070, high breath rate 2074 and peep leak 2090 alarms. The presence of these alarms is not necessarily an indication of device malfunction. These alarms can be caused by, but not limited to, a loose/disconnected/leaking patient circuit, incorrect settings and the patient coughing/asynchronously breathing with the device. When the device detects these conditions and alarms are triggered, it will either reduce or stop providing breaths until the condition is corrected. This is a safety feature to prevent physical harm to the patient. The vent passed all function testing with a known good patient circuit. And internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.